Event description:
The patient reported he received an e10 (cartridge error) message on his insulin infusion device as he was trying to change the cartridge. During troubleshooting, the device would not display the 315 unit (full cartridge) screen. The patient said the piston rod continued to retract but was not moving. The infusion device was also making an audible noise that was abnormal. The e10 message continued to display. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.